Manufacturer narrative:
A device history review (DHR) for the finish good was performed and it revealed no discrepancies that may have contributed to a complaint of this reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical, and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The distributor stated that the device was not available to be returned therefore a sample analysis was not possible and the reported condition could not be confirmed. Based on current manufacturing process no manufacturing or design issues were identified. As such, the root cause could not be determined based on available information. If the sample is returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the catheter was reviewed because the healing was observed to be wet, it was withdrawn 12 cm and after 10 cm it presented a break (2 cm introduced into the patient). The ccp had to be changed, which implies in a neonatal patient. Per additional information received on 13apr2022, the break occurred somewhere in the catheter¿s body. At 10 cm from inserting the PICC, it presented a perforation, which they realized when curing the patient. The area was cleaned with chlorhexidine without an alcohol base (and in premature babies they use 70% alcohol) and dried prior to insertion. It was not difficult to handle or secure the catheter. The catheter was secured with gauze with fixomull. They used a double lumen with continuous irrigation. They used a syringe of 1 and 3 cc to flush the lines.